Event description:
A customer contacted baxter's (B)(4) to report having a system error 2240 on the homechoice (hc) machine during dwell 2. The technical service representative (tsr) explained that a large amount of air had entered into the disposable set. The hp stated the unused supply lines were open. The tsr explained the set up to the hp. The hp would start over with new supplies then notify their dialysis nurse. (B)(4) contacted the hp's nurse regarding the reported event. The nurse stated that the hp did notify them of the alarm and that there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter?s investigation, the cause of the system error 2240 was due to air being sucked into the disposable after a clamp was left open on an unused supply line. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).